Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient developed a hematoma in the right groin during the hf sensor implant procedure. Direct pressure and pressure dressing was applied. The patient was under observation over night and was discharged asymptomatic on (B)(6) 2016. It was noted the patient is a clinical study patient and the event was related to the surgical procedure not the device.